Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not send the payload to the server. A technical support specialist data synchronization logs were checked, and the device was found to be stuck in a retry state due to a database insert conflict. Since the site was on an older version, a newer knowledge medstation es retry mode: insert into tx.encounteritemtransaction mismatching adt.encounterpatientlocationkey update was applied; however, this did not resolve the problem. A review of previous cases revealed guidance to skip the retry process. Based on this approach, the relevant knowledge article how to: extract missing transactions from an es device data from the last successful upload was retrieved and shared with the customer. After the retry was skipped, the station resumed normal upload and download activity. The customer confirmed the resolution and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es, user unable to send the payload to the server. However, there were no delay to patient care and adverse events or injuries reported based on this incident.